Manufacturer narrative:
(B)(4): the inferior shaft is broken off from the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical exam of the fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument broke off in the pt. The broken piece was retrieved. No pt complications were reported.